Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely that the fluid invasion may have caused damage to electrical components of the connector, which led to e315 and e237. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope displayed error codes e315 and e237 during inspection for use. There were no reports of patient involvement.